Event description:
The hcp reported that, at refill, the expected residual volume was 3.4ml and the actual was 18ml. The patient was experiencing no side effects or adverse events related to this. The pump was not refilled. The patient was given the option of testing the pump, changing the pump, or removing the pump. The patient is considering her options and is reported to have recovered without sequela.